Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform test as the sensor was beyond its expiration date. Also found sensor with cannula bent. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s blood glucose during the reported event was 79 mg/dl while their sensor glucose was reading below 40 mg/dl. The insulin pump kept going into threshold suspend. Troubleshooting was performed. The sensor was returned for analysis.